Event description:
The MFR's rep reported, the pt presented to the clinic for a two mo surgical f/u. The pump pocket was observed to be "red and warm with tissue disruption". An infection was suspected and the pt was placed on oral antibiotics. A few days later, the pump and catheter were explanted due to infection, after approx 2 mos implant duration. The pump pocket was cultured, but the organism is unk at this time. No pt injury occurred and the pt is "anticipated" to recover without sequela. The drug contained in the pt's pump was morphine sulfate (10.0mg/ml) delivered at a dose of 1.499mg/day and bupivicaine (20.0mg/ml) delivered at a dose of 2.998mg/day. Add'l info has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function.